Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's display was blank after being dropped into water. Blood glucose level at the time of the incident was 164 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.